Manufacturer narrative:
The insulin pump had currents within specification. No unexpected battery out limit alarm was noted. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump has a button error. Patient's blood glucose level is 170mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.